Event description:
It was reported that the patient was having issues with her system stimulation. The patient used both programs at 3v at all times. On (B)(6) she had to turn the system up to 5v on each side to get any effect. The tingling sensation began to surge stronger and weaker, so the patient turned it off. After turning it off the patient stated that the same feeling of surges continued. The patient had an appointment with her sensation began scheduled for troubleshooting on (B)(6) 2013. It was later reported that there were no impedance issues. The ins showed "ok" at 2.85 volts. It was noted that the patient overdid it physically over the weekend. The patient normally was at 3.9 amps, but needed 5 amps to help cull her headache. It was believed that the patient overstimulated herself and needed the painful area to calm down, which it did when stimulation was left off for 24 hours. The patient was reprogrammed and reported better coverage. No further issues were uncovered.

Manufacturer narrative:
Concomitant products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3587a, lot# n087134, implanted: (B)(6) 2008, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).